Event description:
On (B)(6) 2013, the lay-user/reporter contacted lifescan (lfs) (B)(4), alleging that the onetouch verio iq meter has a power issue (unit power off during use). This complaint is classified according to the documentation of the customer care advocate. The patient¿s diabetes is managed with self adjusting insulin. According to the reporter, the power issue began on (B)(6) 2013, at 4:45 pm. Within the 10 minutes of the onset of the power issue, the patient reportedly was having a difficulty with breathing. The patient claimed her symptoms could possibly be attributed to high blood glucose/stress. The patient did not require any treatment to suggest a serious injury at the time of concern. During troubleshooting, the patient was educated on the subject meters behavior and auto-shutoff feature but the issue was not resolved. There was product misuse. Based on the information, the meters battery did not require recharge. This complaint is being reported due to the unresolved power issue. There was no evidence the lfs product was a contributor of a serious injury. In addition, given the short time (10 minutes) between the onset of the alleged issue and the reported symptoms, the patient likely felt symptomatic prior to or when the issue began. Therefore the meter did not contribute to the patient¿s symptoms.

Manufacturer narrative:
Follow-up # 1 ¿ (09/30/2013). The patient¿s meter has been returned and evaluated by lifescan product analysis on 8/12/2013 and 9/23/2013, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.